Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR#2134265-2009-00933, 2134265-2009-00932, 2134265-2009-00935. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The pt presented with a myocardial infarction and underwent a coronary drug eluting stenting treatment procedure and had four taxus liberte drug eluting stents (des) implanted. A 3.00 x 32 mm taxus liberte des was implanted in the mid left anterior descending artery (lad); a 3.00 x 12 mm taxus liberte des was implanted in the proximal lad, a 2.75 x 16 mm taxus liberte des was implanted in the posterior left ventricle (plv) off the right coronary artery (rca) and the final 2.75 x 12 mm taxus liberte des was implanted in the distal rca. The procedure was completed and the pt was put on integrilin, angiomax and plavix. The pt was discharged for home the following day. Forty five hours later, while still on plavix, the pt presented with an acute myocardial infarction and chest pain. It was found that the 3.00 x 32 mm taxus liberte des that had been implanted in the lad had thrombosed. The physician performed a thrombectomy and then used a 2.5 x 15 mm maverick balloon on the thrombosed lesion. A 3.0 x 30 mm non bsc stent was implanted and was post dilated with a 3.5 x 12 mm quantum balloon at 14 atm. The procedure was completed. The following day the pt presented with an st elevation. Thrombosis was found in the distal rca where the 2.75 x 12 mm taxus liberte had been implanted. The physician performed a thrombectomy procedure and then dilated the lesion with a 2.5 x 15 mm maverick balloon. The physician noted that the mid lad looked "hazy" and thrombosed, so another thrombectomy procedure was performed on the lad and was dilated with a 3.5 x 15 mm maverick balloon. It was noted that the physician suspected that the pt was medication resistant. The pt was continued on plavix. No additional pt complications were reported with the pt's current condition listed as "ok".